Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
During arthroscope procedure it was noted that the tip of blade was burnt and the device had electric leakage. Changed the new one to complete. There was no adverse event on patient. Additional information received on 11-9-2016 and 11-10-2016. The device was a new one, not reprocessed. These were sparking/ arcing failures. A little sparking occurred inside the patient. Then the device could not fire

Manufacturer narrative:
The complaint device was received and evaluated. The device was visually inspected. The active tip shows signs of activation. There are signs of melting on the manifold 3 o'clock position of the tip. There is also evidence of a crack across its width. The device was functionally tested with a footswitch and the generator immediately displayed an output shortage message. A spark could be seen emitted from the crack along the width of the active head during activation. This complaint can be confirmed. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 3 other similar complaints from this lot of devices that were released to distribution. Corrective actions to be identified through CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During arthroscope procedure it was noted that the tip of blade was burnt and the device had electric leakage. Changed the new one to complete. There was no adverse event on patient. Additional information received on 11-9-2016 and 11-10-2016: the device was a new one, not reprocessed. These were sparking/ arcing failures. A little sparking occurred inside the patient. Then the device could not fire

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During arthroscope procedure it was noted that the tip of blade was burnt and the device had electric leakage. Changed the new one to complete. There was no adverse event on patient. Additional information received on 11-9-2016 and 11-10-2016: the device was a new one, not reprocessed. These were sparking/ arcing failures. A little sparking occurred inside the patient. Then the device could not fire.